Event description:
Device and lead explanted due to noise on the egm. During explant no noise could be found on the lead through the psa and the device header was suspected. Both were then explanted and will be returned for analysis.

Event description:
Reportedly, the pacemaker and the lead were explanted due to noise on the egm recorded on the device memories. During the explantation procedure the lead was tested with the psa and no noise/artifacts were found. So, the physician suspects an issue with the pacemaker connection. The pacemaker and the lead were explanted.

Manufacturer narrative:
The manufacturing process of the pacemaker and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Review of the patient files confirmed the reported electrical issues (loss of the ventricular capture and non-physiological signals). Since no files before 04 january 2024 were available for analysis, the first occurrence of the observed issues cannot be determined with certainty. The electrical characteristics of the returned device (teo sr) conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection of the pacemaker did not reveal any abnormality, and the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the leads connection test was successful. For more details, please refer to the attached report analysis.

Manufacturer narrative:
Additional information: device history report analysis shows that the device related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The electrical tests and visuals inspection were performed and did not reveal any abnormality. The analysis of the lead "vega" is still ongoing and a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, the pacemaker and the lead were explanted due to noise on the egm recorded on the device memories. During the explantation procedure the lead was tested with the psa and no noise/artifacts were found. So, the physician suspects an issue with the pacemaker connection. The pacemaker and the lead were explanted.

Manufacturer narrative:
Additional information: the c622993: failure to capture was add to device code- section h6 intermediate summary of investigation: review of the patient files confirmed the reported electrical issues (loss of the ventricular capture and non-physiological signals). Since no files before 04 january 2024 were available for analysis, the first occurrence of the observed issues cannot be determined with certainty. The origin of these non-physiological signals and capture failure are unknown. Based on available data the issue could be located at lead level or connection level but cannot be confirmed with certainty with the available data. The subjected lead and the device were explanted but not yet available for expertise, no conclusive statement can be drawn on the lead and the pacemaker status. Once they will be returned, the corresponding expertise will be performed. For more details, please refer to the enclosed intermediate report.

Event description:
Reportedly, the pacemaker and the lead were explanted due to noise on the egm recorded on the device memories. During the explantation procedure the lead was tested with the psa and no noise/artifacts were found. So, the physician suspects an issue with the pacemaker connection. The pacemaker and the lead were explanted.